Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while being applied for ligation of vessels, the clip broke up in 3 parts. The clips were removed from the abdomen of the patient. In order to resolve the issue, new clips were applied. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first cartridge noted that the body of the clip was broken into two pieces. The condition of the clip precludes functional evaluation. The second cartridge was received not applied. Functionally, a pmv representative instrument was used for all functional testing. The cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip body fracture may occur if the clip is applied over indicated tissue or an obstruction that exceeds the clip capacity. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.